Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post stenting treatment procedure, dyspnea, chest pain, and myocardial infarction occurred. In (B)(6) 2010, the patient presented with recurrent chest pain with a positive stress test. Cardiac catheterization was recommended and revealed two target lesions. Target lesion #1 was 95% stenosed and located in the mid left anterior descending (lad) artery. It was 10 mm long with a reference vessel diameter of 3.6 mm and treated with pre-dilatation and placement of a 3.50 x 16 mm taxus liberte stent, with 0 % residual stenosis. Target lesion #2 was 95% stenosed and located in the prox left circumflex artery. It was 10 mm long with a reference vessel diameter of 3.2 mm and treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent, with 0 % residual stenosis. During the index procedure, the 3.50 x 16 mm taxus liberte stent was placed in the mid lad crossing the ostium of the diagonal which pinched the ostium of the diagonal branch resulting in a "slow flow/no flow" side branch event. However, the diagonal branch remained open. The diagonal branch was rewired and treated with balloon angioplasty using a 2.50 x 10 mm apex balloon with 0% residual stenosis and timi 3 flow. The following day, the patient was discharged on aspirin and prasugrel.